Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6) displayed a mid:09 (air trap assembly) message was confirmed during functional testing and archive data review. The root cause of the reported complaint was a failed air trap sensor block. An event log data review revealed a mid:09 error message, confirming the reported complaint. During functional testing, the thermogard console displayed a mid:09 error message, confirming the reported complaint. The air trap sensor block was replaced to remedy the fault. Following the service, the thermogard console passed the final functional test and electrical safety tests without any errors. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with serial number (B)(6). (B)(6), reported on (B)(6) 2025. The air trap sensor block was replaced to address the issue.

Event description:
During patient treatment for fever management, the thermogard console (sn (B)(6) displayed the mid:09 (air trap assembly) error message. The user placed another console to continue the therapy. No consequences or impact to the patient.